Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)-2021. It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ¿ left/ premature ventricular contraction (pvc) with a thermocool® smart touch® sf bi-directional navigation catheter. During a pvc ablation, a pericardial effusion was diagnosed when the catheter was seen outside of the left ventricle on the carto 3 map. The effusion was confirmed with a transesophageal echocardiogram (tee). A pericardiocentesis was performed by the physician removing 800 cc's of fluid. The patient was stable at the time of the call and was moved to the intensive care unit for overnight observation. The device evaluation was completed on (B)(6)-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thmcl smtch sf bid catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ¿ left/ premature ventricular contraction (pvc) with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. During a pvc ablation, a pericardial effusion was diagnosed when the catheter was seen outside of the left ventricle on the carto 3 map. The effusion was confirmed with a transesophageal echocardiogram (tee). A pericardiocentesis was performed by the physician removing 800 cc's of fluid. The patient was stable at the time of the call and was moved to the intensive care unit for overnight observation. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.